Event description:
The facility's biomedical engineer reported this infusion pump to have possibly free-flowed meds from channel 1 to the patient. The biomed also stated that no patient injury was reported on this pump since the last baxter service event. Although requested, information regarding programming rates, medication involved, product codes and lot numbers of the IV set and IV bag involved and contact information were not provided.

Manufacturer narrative:
Evaluation summary: the reported condition of "overinfused meds to the patient" was neither duplicated nor confirmed. Test results indicate that the pump operated according to the manufacturer's specification.